Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the nurse was checking the device for patency using air bolus and determined it would not bolus air. All troubleshooting was performed. After testing with and without being attached to the port, the issue seemed to be with the port.